Manufacturer narrative:
(B)(4). This occurred during training.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) had no error indicated when the alarm was activated. There was no patient involvement.

Manufacturer narrative:
The reported complaint was not verifiable. Diligence attempts for additional information were unsuccessful. No parts were returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.